Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was reported by the company representative (rep) clarifying the comment that the "catheter was wrenched off". The doctor opened the pocket of the pump. Under the pump he found the catheter. There was no difficulty removing the catheter from the pump. The catheter was broken behind the connector (the spinal segment of the catheter). So the doctor had to replace the pump segment. The spinal segment of the catheter was reportedly still the old one. However the pump and catheter 8709sc were returned to the manufacturer.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# 0204081920, explanted: (B)(6) 2015, product type: accessory. Product ID: 8 709sc, lot# b0307768k, implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
The health care provider via a representative reported that this patient's pump delivered morphine with a concentration of 20 mg/ml at a dose of 3.5 mg/day, lot unknown and clonidine with a concentration of 250 mcg/ml at a dose of 43 mcg/day, lot unknown. The session data noted as of (B)(6) 2015 the dose of morphine was 2.897 mg/day and clonidine was 36.21 mcg/day. Other medications the patient was taking at the time of the event were not obtainable/available. For about half a year, the patient presented to the physician with reddening around the pump. They decided have the pump remain implanted. The first laboratory, liquid/liquor, draws were taken in the beginning of the reddening around the pump and this was in the (B)(6). They did not find any cells and bacterium neither in the blood nor in the pocket of the pump/under the skin. Initially, it was reported that the patient became antibiotics. However, it was later clarified that the patient became never any antibiotic. The patient was under control of an infectiologist and they decided to not to give antibiotics because they did not find any cells or bacterium. It was also reported that the patient had no more pain and no fever. This was clarified that the whole time the patient had no pain around the pump and no fever. On (B)(6) 2015, a second laboratory draw was done in the operating room. On that date, the physician also made a pocket revision and found a yellow muddy liquid around the pump and granular material around and under the pump. It was decided to change the pump segment from the catheter as the catheter was wrenched off and the patient had drug and perhaps liquor in the pocket. However, the same pump was re-implanted. Two months later, the patient came into the hospital with a cauda equina syndrome. She had paresthesias in the leg and problem to piddle. The third laboratory draws were taken on (B)(6) 2015 when the patient came to the hospital for the causa equine syndrome. The physician inquired if it was possible that the catheter tip was responsible for the problem-mechanical arachnoiditis. The whole system was explanted and the problems were not resolved at the time of the report. The patient had remained in the hospital. The pump was expected to be returned but the catheter, 8578, was discarded by the customer. It was also reported that in (B)(6) 2011, they changed the pump because of battery depletion: the distal part of the catheter is old from (B)(6) 2011), the proximal part of the catheter is new since (B)(6) 2015, the pump was changed in (B)(6) 2011 and the catheter tip is on level l1. However, this information was noted to be incorrect and that the pump and catheter were implanted in (B)(6) 2012. The serial of the catheter, 8709sc, was not available. Later, the patient returned home with reported deafness in the pelvic region. She continued to require bladder catheterization, had problems with bowel defecation, and was mixed between constipation and incontinence. There was no plan to implant a new system. Additional information was requested to clarify "wrenched." Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the pump revealed no anomalies. The pump met specification. Analysis of pli 20, unknown catheter pump segment, revealed the catheter¿s sutureless connector had tear in the seal near the guide ring. Analysis of pli 30 revealed that the portion returned had acceptable testing but the catheter was incomplete and returned in segments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.